Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and slight evidence of blood. A visual inspection determined that there were multiple cracks on the silicone boot on the cold jaw. While were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the eval results, the reported complaint was confirmed. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, upon opening the vaso view hemopro package, it was observed that the device revealed a torn portion of the jaws. A replacement device was used to complete the procedure. The hosp did not report any pt effects.